Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and also mentioned that he was hospitalized over a year ago. Customer states what led to this event were he called in for a replacement battery cap, but was still getting failed battery test alarm and had been off insulin therapy for 24 hours. The customer blood glucose level was 525 mg/dl, which he treated with a manual injection. The customer mentioned that he had been hospitalized for high blood glucose level and diabetes ketoacidosis, and had also for low blood glucose levels. Customer did not provide more details to the hospitalizations, because he did not recall. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test noted. The insulin pump has minor scratches on the lcd window.